Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer experienced fluctuating blood glucose (bg) levels between 55-250 (mg/dl). A pump bolus was delivered to address elevated bg levels. Orange juice and marshmallows were consumed to address low bg levels. Reportedly, the customer has experienced calibration issues with the pump and attributed this to their fluctuating bg levels. The current pump will continue to be used for diabetes management.